Manufacturer narrative:
Health professional was selected as operator since it was missed in the initial report. Evaluation report is attached.

Manufacturer narrative:
Re-submitting this initial report for this case as we have noticed that the initial report was inadvertently submitted in the "test webtrader" instead of production environment. Please see the attached acknowledgement from test webtrader recieved in may.

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa, size21) was explanted after 3.5 years due to structural valve deterioration. No additional information is provided.